Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. The customer planned to contact their healthcare provider regarding backup insulin therapy.